Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035882) on 02-jun-2014. The most recent information was received on 12-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower right abdominal pain started becoming unbearable') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. In 2007, the patient experienced headache ("frequent headaches"), arthralgia ("joint pain"), fatigue ("extreme tiredness and fatigue"), skin odour abnormal ("the oil in my skin has a metallic smell"), dizziness ("frequent dizziness"), nausea ("nausea"), hypoaesthesia ("numbness of toes"), abdominal distension ("abdominal bloating"), oedema ("edema") and pelvic pain ("pelvic cramping"). In 2012, the patient experienced abdominal pain lower (seriousness criterion disability). At the time of the report, the abdominal pain lower had not resolved, the headache outcome was unknown and the arthralgia, fatigue, skin odour abnormal, dizziness, nausea, hypoaesthesia, abdominal distension, oedema and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, dizziness, fatigue, headache, hypoaesthesia, nausea, oedema, pelvic pain and skin odour abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 02-jun-2014. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower right abdominal pain started becoming unbearable') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. In 2007, the patient experienced headache ("frequent headaches"), arthralgia ("joint pain"), fatigue ("extreme tiredness and fatigue"), skin odour abnormal ("the oil in my skin has a metallic smell"), dizziness ("frequent dizziness"), nausea ("nausea"), hypoaesthesia ("numbness of toes"), abdominal distension ("abdominal bloating"), oedema ("edema") and pelvic pain ("pelvic cramping"). In 2012, the patient experienced abdominal pain lower (seriousness criterion disability). On an unknown date, the patient experienced migraine ("migrain"). At the time of the report, the abdominal pain lower had not resolved, the headache outcome was unknown and the arthralgia, fatigue, skin odour abnormal, dizziness, nausea, hypoaesthesia, abdominal distension, oedema and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, dizziness, fatigue, headache, hypoaesthesia, migraine, nausea, oedema, pelvic pain and skin odour abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. New event migraine added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on (B)(6) . The most recent information was received on (B)(6)2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower right abdominal pain started becoming unbearable') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. In 2007, the patient experienced headache ("frequent headaches"), arthralgia ("joint pain/ pain in sacroliac joint area"), fatigue ("extreme tiredness and fatigue"), skin odour abnormal ("the oil in my skin has a metallic smell"), dizziness ("frequent dizziness"), nausea ("nausea"), hypoaesthesia ("numbness of toes"), abdominal distension ("abdominal bloating"), oedema ("edema") and pelvic pain ("pelvic cramping/pain"). In 2012, the patient experienced abdominal pain lower (seriousness criterion disability). On an unknown date, the patient experienced migraine ("migrain") and back pain ("lower back pain"). At the time of the report, the abdominal pain lower had not resolved, the headache, arthralgia, pelvic pain and back pain outcome was unknown and the fatigue, skin odour abnormal, dizziness, nausea, hypoaesthesia, abdominal distension and oedema outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, dizziness, fatigue, headache, hypoaesthesia, migraine, nausea, oedema, pelvic pain and skin odour abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) social media received: event pain in lower back added and pain in sacroiliac joint area updated with event joint pain. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.